Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 45 stapler was experiencing engagement issues. The issue was resolved by opening a new stapler. The procedure was completed with no reported injury.

Manufacturer narrative:
The sureform 45 stapler instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have reload pieces lodged in the I-beam assembly. As a result, the instrument failed the initialization test intermittently. The pieces were removed from the I-beam and the instrument was retested. The instrument passed initialization on 3 of 3 attempts. Root cause is attributed to component susceptibility to damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail during initialization based on in-house testing and log review. The instrument was found to have a high drivetrain friction initialization failure based on log review and during in-house testing, preventing the stapler from entering into following. High drivetrain friction log review details: procedure: pulmonary wedge resection. # high drivetrain friction failures = 7. Reload color installed during failure = unknown. Install number(s) of hi drivetrain friction failure(s) in procedure = 8-14. # of firings by inst prior to hi drivetrain friction = 6. High drivetrain friction completion pct. = na. Clamp history of inst. In procedure before hi drivetrain friction = 10 of 10 completed.